Manufacturer narrative:
The call ended before the initial reporter's complete information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer stated when he ran his blood glucose on his contour usb and a different meter, the readings were 100% apart. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before any additional information could be obtained.